Manufacturer narrative:
Philps has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the screen did not turn on. Upon troubleshooting, fse checked the screen and its connections, the 3d screen was checked that there was no image. The fse accessed the configuration and managed to have the image cloned with the screen inside the room. Fse tested by turning both screens off and on several times. After system configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the screen did not turn on. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.